Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
The pt presented with stenosis in bilateral superficial femoral arteries. An introducer sheath was placed into the iliac and the viabahn endoprosthesis was advanced over the aortic bifurcation. The physician met resistance in the stenotic femoral artery and was unable to advance. The device and sheath were removed and a longer introducer sheath was advanced over the aortic bifurcation but again met resistance. The initial device was reinserted and again met resistance. As the undeployed device was brought into the sheath, the device became stuck inside the sheath and the physician was unable to fully retrieve the device. As a result, the physician surgically removed the device. The pt was stable following the surgery.